Manufacturer narrative:
(B)(4). The device was received and eval by baxter. The reported symptom was confirmed and reproduced. The unit was received inoperable due to a door not fully latched message. The eval found the door able to latch close with a loaded IV set, however force required to secure door is above expected levels corresponding with the reported symptom. The door hooks and latch pins were replaced.

Event description:
It was reported that a pump failed to detect a closed door. It was also reported that there was no pt harm or incident.